Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013. Alleged fracture and perforation." Patient allegedly received an implant on (B)(6) 2013 via right internal jugular vein due to recurrent deep vein thrombosis (dvt) on anticoagulation. CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿ivc filter with extension of the struts through the wall of the ivc into surrounding structures.¿ (B)(6) 2013, implant operative report: ¿the filter successfully deployed with the tip at the l1-2 level just below the renal veins. Repeat inferior vena cavagram demonstrated good filter placement.¿ (B)(6) 2018, CT of abdomen: ¿an ivc filter is in place with tip projecting below the renal veins slightly tilted toward the right. There is perforation of the struts through the ivc with a medial strut protruding into the abdominal aorta on all projections, approximately 3.7 mm from the outer wall of the aorta. No surrounding inflammatory changes, fluid or hematoma. An anterior strut projects within the duodenum on both axial and sagittal imaging just inside the wall of the duodenum. There is a posterior strut which abuts the anterior aspect of the l3 vertebral body. There is surrounding sclerosis with a subchondral lucency encircling the strut. There is an additional strut that projects within the l3 vertebral body with surrounding cyst formation. The lucency surrounding the strut measures approximately 9 mm. The strut is disconnected from the filter. There is extension through the wall of the ivc of the remaining filter struts. A medial strut abuts the outer wall of the abdominal aorta without perforation. The remaining structures extend into the retroperitoneum surrounding the ivc without extension into adjacent structures. Impression: ivc filter with extension of the struts through the wall of the ivc into surrounding structures as described above.¿ patient outcome: alleged thrombosis/embolism.